Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer did not address their elevated bg level. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.